Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was having bowel accidents and the device was not working properly. To resolve this, they changed to another program and was going to give it six weeks to see if there was any improvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she had an upset stomach and had been irregular (loose bowels/can¿t go as normal). The patient reported that she has had a lot of issues with cold/flu and had thought these were related to the symptoms but since there were still symptoms present she might follow up with her healthcare provider. The patient reported that she had increase the amplitude with the patient programmer. Additional information was received from the patient and it was reported that the device did not help control things and this had been going on for a while. Patient was having more and more accidents, about 2-3 times a week, and stated they went down the driveway and had an accident. Patient noted to not have changed their program as they were on program 3. Patient increased to 6.5v and if they had any kind of loose bowel movement the device would not stop it. No further complications were reported.